Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that the jaw of the applicator detached during the operation. It was not reported how the case was completed. There was no consequence to the pt.